Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a battery failure alarm had occurred. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The remote service engineer (rse) discussed how a power management (pm) printed circuit board assembly (pcba) software monitors the batteries, and advised the customer that aftermarket batteries may not be compatible with a pm pcba replacement or update in which the unit would give a battery failure alarm. The rse then advised the customer to use a battery that is philips approved.

Manufacturer narrative:
A complaint was received that the v60 device had a battery failure alarm after the replacement of the power management (pm) pcba as part of a field change order remediation. The customer was advised that the use of after-market batteries may not be compatible with a pm board replacement or update in which the unit would give a battery failure alarm. Multiple attempts were made to try to obtain further information about this case. Last communication received indicated that the battery has not been replaced yet due to unavailability of the replacement part. No further information has been provided despite a request for complete repair confirmation. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.